Event description:
Pt intubated by anesthesia on cath lab table for cardiac ablation procedure. Biosense webster rep in room while receiving erratic "error" message from communication of location (magnet) pad. She tried rebooting several times and placed a call to biosense webster, who directed her that case needs to be cancelled. Dr concurred with the decision to cancel case. Pt extubated and taken to pacu in stable condition. Pt will need to be rescheduled for procedure.